Manufacturer narrative:
H3 device evaluation - a procedure was performed with screws placed at t12 and l2 and a laminectomy performed at l1 to treat an l1 fracture. The broken screws removed from t12 were sent out for sem evaluation. The results of those assessments note the failure mode was via fatigue. Both fractures initiated in the minor diameter at remnant tooling edge discontinuities. Short segment thoracolumbar implant failures are not uncommon. One paper, "current status of short segment fixation in the thoracolumbar spine injuries" notes implant failure rates ranging from 9 to 54% with short segment instrumentation.the article also attributes the failures to lack of anterior column integrity and the robustness of the constructs. No corrective actions are being recommended. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2023-00055-1 / 00056-1).

Event description:
It was reported that the patient underwent a procedure to address an l1 fracture on (B)(6) 2023. The surgeon put screws at t12 and at l2 and did a laminectomy at l1, utilizing the reform ti modular cannulated pedicle screw system. Subsequently, a revision procedure was performed on september 18, 2023, to address two broken ø5.5mm x 45mm reform ti modular non-cannulated screws (B)(6). The top two screws in the construct were found to be broken and were removed with forceps, the bottom two screw were also removed with a driver and t-handle. No new hardware was implanted as the surgeon felt there was adequate fusion across the fracture.

Event description:
It was reported that the patient underwent a procedure to address an l1 fracture on (B)(6) 2023. The surgeon put screws at t12 and at l2 and did a laminectomy at l1, utilizing the reform ti modular cannulated pedicle screw system. Subsequently, a revision procedure was performed on (B)(6) 2023, to address two broken ø5.5mm x 45mm reform ti modular non-cannulated screws (39-sb-5545). The top two screws in the construct were found to be broken and were removed with forceps, the bottom two screws were also removed with a driver and t-handle. No new hardware was implanted as the surgeon felt there was adequate fusion across the fracture.

Manufacturer narrative:
H3 other - evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2023-00055 / 00056).